Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of eight devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02426, 3005099803-2015-02427, 3005099803-2015-02428, 3005099803-2015-02429, 3005099803-2015-02430, 3005099803-2015-02431, 3005099803-2015-02432 and 3005099803-2015-02433 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the hydrophilic tip detached exposing the tip of the metal corewire. Seven more jagwire guidewires were opened and during preparation, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a ninth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned guidewrie found the distal tip detached exposing the tip of the metal corewire. Adhesive remnants were found which indicates that the tip has correctly adhered to the core wire during manufacturing process. No evidence of corewire fracture was found. The complaint was consistent with the reported event of hydrophilic tip detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "handling damage." There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of eight devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02426, 3005099803-2015-02427, 3005099803-2015-02428, 3005099803-2015-02429, 3005099803-2015-02430, 3005099803-2015-02431, 3005099803-2015-02432 and 3005099803-2015-02433 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the hydrophilic tip detached exposing the tip of the metal corewire. Seven more jagwire guidewires were opened and during preparation, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a ninth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.